Manufacturer narrative:
This report is being submitted to report additional information. The product was returned and the reported event was confirmed following inspection and evaluation. Based on the evaluation, the device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review was not completed for the reported device since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review was not reviewed for the reported device since the item/lot number was unknown. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
Customer reported that the patient presented to the office due to a screw fractured inside of implant #20 (universal). Patient was in need of screw removal however the implants internal hex was damaged due to broken screw. Implant removed and bonegraft placed.